Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was dislodged. The fluoroscopic image confirmed the lead tip was in the superior vena cava. The lead was explanted. The patient did not experience an adverse consequences.